Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high and low blood glucose. The customer stated the blood glucose was bouncing in between 50 mg/dl and 250 mg/dl. On monday the blood glucose was 220 mg/dl. He treated with insulin and it came down. The customer¿s current blood glucose was 280 mg/dl. The customer experienced low blood glucose level of 70 mg/dl. The customer has treated with food. The drive support cap was normal. The insulin pump will not be returned for analysis.